Event description:
This senior medical affairs specialist reviewed the customer care advocate's (cca's) documentation. In 2009, a pt/layperson alleged that her onetouch ultra meter would not turn in late 2008 although the battery had been changed. Due to the reported issue, the pt reportedly discontinued her nightly 10-12 units lantus but continued taking her 10mg tablet of glucotrol. Seven days after the issue began, the pt said she developed a headache, blurred vision, and was tired, symptoms that meet the criteria of a serious injury. The pt required no medical intervention although she continues to take only the oral diabetes medication. The cca was unable to resolve the alleged issue and replaced the product. Because the pt alleged she stopped taking her insulin and then allegedly developed symptoms of elevated blood glucose when the meter reportedly would not turn on, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.